Event description:
The report from hospital say: the patient was admitted due to "poor appetite and fatigue for more than 2 months" on jul. 27 and was treated in the department of gastroenterology. On aug. 3, the patient's conditions suddenly aggravated, showing no response when being called, and dyspnea. After undergoing emergency treatment, the patient was transferred to the ICU, and tracheal intubation was performed for ventilator-assisted ventilation. On aug. 4, CT examination was required to determine the conditions of the lungs and abdomen. After emergency treatment measures were set in place by the doctors and nurses, the patient was transferred under the use of transport ventilator and portable monitor to the radiology department for the examination. The examination went smoothly. On the way back to the ward, the ventilator suddenly alarmed "defective: safety valve worn out" and "low airway pressure". At that time, the ventilator could still provide ventilation. Considering that the patient's conditions were acceptable and the way back to the department would only take 10 minutes, the doctor picked up the pace to transfer the patient back to the department. After the patient returned to the department and was connected to the bedside ventilator, the vital signs were stable. Hamilton-c1 made in nov. 5, 2018.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction [?]tightness test failed / leak test failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.